Manufacturer narrative:
Add'l info will be submitted within 30 days of receipt.

Event description:
The patient underwent cardiac procedures during which cypher stents were implanted. The patient was initially placed on plavix therapy following the procedure. Thereafter, the plaintiff suffered thrombosis at the area of the cypher stents, and also had to have bypass surgery as a result of blockages involving the stents. The patient will have to continue the plavix therapy indefinitely due to the risk of clotting.